Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an implant procedure of an inflatable penile prosthesis (ipp) device, the scarring in the corpora aided into the physician perforating the glans and urethra when dilating. The case was aborted and the physician added a catheter to treat the perforation and rear tip extenders (rtes) as placeholders. Three months later, the patient underwent a new procedure to implant a new device. He is fully recovered.

Event description:
It was reported that during implantation of an inflatable penile prosthesis (ipp) device, the physician perforated the urethra when dilating. The case was aborted and the physician added a catheter to treat the perforation. Patient is fully recovered.